Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the follow up of right ventricular (rv) lead, it was noted that a polarity switch from bipolar pace settings to unipolar pace settings occurred. It was also reported the patient feels not good/unwell in the unipolar pace settings. A rv lead warning triggered, and low impedance was observed. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received the serial number and model number for the rv lead is unknown and was not captured during implant and/or explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the rv lead exhibited persistently decreasing rv impedance.